Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/17/2024, it was reported by a sales representative via email that a patient experienced a deep sternum wound infection post-operative. The sales representative reported that the patient's sternums were approximated with fibertape, and the patient had comorbidities, which put the patient at high risk for infection. It was reported that the patient is a heavy smoker and drinker with chronic obstructive pulmonary disease, osteoporosis, and a nickel allergy. The surgeon reported to have used a lot of bone wax in the patient's sternum during the procedure. It was also reported that each fibertape was tensioned down to sixty. About two and a half to three weeks post-operation, the patient presented to the facility with a skin dehiscence, which was addressed. On (B)(6) 2024, the patient called the facility complaining of chest pain. On (B)(6) 2024, the patient presented to the facility with drainage from the incision. In the facility, the surgeon was able to express one to two cubic centimeters of waxy, yellow, purulent drainage, like the consistency of toothpaste. It was also discovered the patient had a pleural effusion. On (B)(6) 2024, the patient underwent a revision surgery in which it was found the waxy and yellow substance was adherent to the six fibertapes. The surgeon reported this to be unusual as bacteria is usually a slimy material. It was also reported that all six fibertaps had pulled through the bone. No further information was provided.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.